Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 35-25mm amplatzer talisman patent foramen ovale (pfo) occluder was selected for implant. During procedure it was noted that the amplatzer talisman pfo occluder exhibited a cobra deformation when being deployed. There were three partial recaptures and deployments performed, but the deformation persisted. The occluder was never released from the cable and there were no interactions with cardiac structures during deployment. No angulation/kink of the delivery system was observed. The decision was made to fully recapture and remove the occluder and attempt to fix it, but it was noted that the left and right atrial disc were misaligned. The decision was made to reassess the patient's annulus and an unknown 25mm replacement device was successfully implanted to complete the procedure. There were no adverse patient effects reported.

Manufacturer narrative:
An event of the device deformation was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture design or labeling.

Event description:
Subsequent to the previously filed report, additional information was received that a 9f amplatzer talisman delivery sheath was used at the time the deformation of the 35-25mm amplatzer talisman patent foramen ovale (pfo) occluder was noted. An angiogram and transesophageal echocardiogram were used to confirm a cobra deformation of the 35-25mm amplatzer talisman (pfo) occluder while inside the patient. The deformed occluder was never released from the delivery cable while inside the patient. There was no kink or angulation in the delivery system and no interaction with cardiac structures at the time of deployment. The 35-25mm amplatzer talisman pfo occluder had been sized according to the instructions for use. The occluder had been rotated counter-clockwise 1/8 of one turn to facilitate device release upon deployment during device preparation. It was noted that there were 3 partial recaptures of the 35-25mm amplatzer talisman pfo occluder. It was also noted during procedure that there was a hepatitis c virus infection within the patient confirmed/diagnosed by the implanting physician. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects reported. The patient was stable at the time of report.